Event description:
A healthcare professional reported that the ophthalmic viscoelastic cannula popped off during surgery. The surgery was completed on the same day with an alternative product and there was no patient harmthis report pertains to ophthalmic viscoelastic involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.